Manufacturer narrative:
The injury was previously reported incorrectly on manufacturer report number 2015691-2021-02202. Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the esheath was observed to have a 'split'. Perforation of lcfa was noted, vascular surgery was performed. The surgical repair was successfully. Patient remains stable. Investigation results discovered the liner tore during removal of the delivery system. There was difficulty noted while attempting to retrieve the delivery system through the sheath tip.

Manufacturer narrative:
Corrected h.6 investigation conclusion. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation and no lot number was provided. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. An image was provided by the site. The sheath appeared to have a liner tear for a majority of the shaft length with the delivery system still inserted through the sheath. The complaint for delivery system withdrawal difficulty was confirmed per the imagery provided. The IFU, device preparation manual, and procedural manual were reviewed. During delivery system withdrawal, the user is instructed to completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The withdrawal difficulty was confirmed based on the returned imagery of the device. A manufacturing non-conformance was not confirmed during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'investigation results discover the liner tore during removal of the delivery system, there was difficulty noted while attempting to retrieve the delivery system through the sheath tip'. Per the follow-up information, the patient's access vessel was moderately tortuous and calcified. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath during delivery system withdrawal and create tip damage or liner tears upon removal as seen in the image provided. Available information supports that patient factors (calcification/tortuosity) and/or procedural factors (non-coaxial retrieval/excessive manipulation) likely led to the reported event, and injury, and there is no evidence of device malfunction or manufacturing non-conformance.